Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that that during implant the left ventricular (lv) exhibited fracture, and lead impedance measured high. After the doctor turned the lv lead to fixate, measurement was taken again, bipolar impedance was high. The tip was retracted and extended, and the impedance measured high again. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.